Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the arc, probe which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the arc, probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module for serial (B)(6) or the arc, probe was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results for two patients. The following data was provided (customer¿s reference range: >/= 0.03 ng/ml). Patient 1: (B)(6) year old male. Sample 1 (drawn at 3pm): sid (B)(6), initial result = 0.03 ng/ml, repeat = 0.02 ng/ml, repeats on another instrument = 0.01 ng/ml and 0.01 ng/ml. Sample 2 (drawn at 4pm): sid (B)(6), initial result = 0.02 ng/ml, repeats = 0.02 ng/ml and 0.01 ng/ml, repeat on another instrument = 0.01 ng/ml. Patient 2: sample a: initial result = 0.09 ng/ml, repeats = 0.01 ng/ml and 0.01 ng/ml, repeat on another instrument = 0.1 ng/ml. No impact to patient management was reported.